Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative communicated through email that the customer reported via phone call that she was hospitalized due to diabetic ketoacidosis on (B)(6) 2015. Blood glucose value is unknown. Customer did not want to be transferred to the helpline.